Event description:
A surgeon reported five patients with unexplained elevated intraocular pressure (iop) following intraocular lens (iol) implant surgery. Three of the patients (four eyes) were implanted with multifocal lenses. Two of the patients (unidentified) were implanted with monofocal lenses. The surgeon stated that he has not changed his technique and that he uses acetylcholine chloride intraocular solution on his patients. Additional information has been requested. There are five medical device reports associated with this event. This report is for the two unidentified patients implanted with the unspecified monofocal lens.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 02/03/2010, 02/08/2010, and 02/22/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).